Event description:
The company sales representative reported the ventilator cart was being wheeled out of a facility when the rear caster wheel broke off. The sales representative reported the rod that supports the wheel broke off and the ventilator fell to the ground. The cart is being returned to the factory for failure analysis. The ventilator and cart were not in use on a patient at the time of the reported event, therefore there was no patient harm or involvement.